Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was detached near the lap joint section, entangled with the wire, and twisted, and the drive cable was also twisted. A functional test was conducted on a test guidewire that was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported difficult to cross lesion is confirmed.

Event description:
Reportable based on device analysis completed on 21 may 2024. It was reported that catheter issue occurred. The stenosed target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached near the lap joint section.